Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. It was reported that the right atrial (ra) lead exhibited possible oversensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.